Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the display screen on the insulin pump is blank. Customer advised there is fluid on the lcd screen. Customer advised that the fluid inside the display screen is insulin and they have no idea how it happened. Customer advised a few days ago they realized it was damp where the reservoir was and assumes it may be insulin on the screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on lcd board. The insulin pump was unable to verify off no power alarm due to blank display. The insulin pump had minor scratched lcd window.